Event description:
On 04 oct 2007, a report indicated the pathfinder rod caliper ii had screw damage on a movable component. Add'l info received on 18 oct 2007 via email: conflicting info was received indicating during inspection of the instrument, the screw fell out upon use of a minus driver to check functionally yet the screw was reported to still be in the device. Add'l info received on 19 oct 2007 via email, clarified that the distributor used a minus driver to disassemble the product. The reassembly was unsuccessful. It was clarified that the screw was not in the device.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.